Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-01245. During follow up, it was noted the patient experienced syncope due to noise detection. The physician reprogrammed the device and will continue to monitor the patient by follow-up. The patient is in stable condition.